Manufacturer narrative:
Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. As such, there is no indication of a product quality issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of ischemia is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via 5fr sheath after a splenic artery embolization intervention procedure. Reportedly, after suture deployment, hemostasis was not optimal. Manual arterial compression was applied to achieve hemostasis. Seventeen days post procedure on (B)(6) 2021 the patient was admitted to the hospital due to a limb ischemia. A cut down was performed on the common femoral artery and the footplate of the proglide device was observed and removed. The artery was sutured closed to achieve hemostasis. The patient was reportedly "okay" post cut down procedure. No additional information was provided.